Event description:
Upon review of a (B)(6) old male pt's flag files, zoll customer support reported service code 102 and discharge/charge profile faults. The pt's father notified zoll customer support that the pt is receiving an ICD and will not need a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (charge profile fault and discharge profile fault) have been confirmed. Upon receipt the monitor failed the internal pulse test. The cause for the pulse test failure was open components r45 and c22. Component r45 is a 2.2 ohm resistor which controls the charge rate of component c22, a high voltage capacitor. Component c22 was lifted from the solder pad causing the open/burnt r45 component. The cause for the lifted capacitor cannot be positively determined but was likely induced by mechanical stress. The root cause for the mechanical stress cannot be positively identified. No adverse event resulted from the open capacitor. The pt received an ICD and therefore was not issued a replacement monitor.